Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a rash on back, chest and sides. They were described as red and bumps. Patient did report an allergy to tide, and a history of sensitive skin. There was no alleged device malfunction contributing to the irritation. Patient discontinued use of the lifevest by a physician due to the irritation. Outcome of the irritation is unknown.